Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The device was found to meet specifications for normal device operation and it was concluded that the noise and impedance issues were caused by an unknown atrial lead that was replaced.

Event description:
Boston scientific received information that the cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and decreased pacing lead impedance measurements. The device was explanted. No additional adverse patient effects were reported.